Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of a chello balloon burst during prep. No patient symptoms were reported.